Event description:
It was reported that during use cardiosave intra-aortic balloon pump (iabp) autofill failure alarm on a cardiosave. Customer tried rebooting the pump several times but could not resolve the alarm. Then placed the patient on a different cardiosave rescue pump for transport. There was no harm or injury to the patient reported.

Manufacturer narrative:
Due to character limitation: event site full name: (B)(6) hospital. A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d8, d9. G3, g6, h2, h3, h6 (component code, investigation findings, investigation conclusion, type of investigation), h11. At this time, the customer has not requested for getinge to repair the unit for the reported malfunction. If any pertinent information is received in the future, the complaint will be reopened and updated accordingly.

Event description:
Na.